Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the system would crash, shut down, in certain positions. There is no report of injury or death associated with the event described in this complaint.